Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown 36d hip liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revised a right hip liner from a 36d to a constrained liner due to dislocation. Competitor stem was in. Rep confirmed liner did not dissociate from the shell.